Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jv474; qdbdlzr0 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent laparotomy for removing a digestive foreign body on (B)(6) 2020 and suture was used. During the procedure, the veterinarian used the suture on overjet of the abdominal wall with stop stitches during the overjet and the subcutaneous tissue. On (B)(6) 2021, the suture broke post-operatively on the length of the wire.